Event description:
On (B)(6) 2015, a reporter for the patient (the patient¿s wife), contacted lifescan (lfs) austria alleging that the patient¿s onetouch verio2 meter displayed inaccurate results compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the meter started to read inaccurately on (B)(6) 2015 at 8:00 am, when the patient obtained an alleged inaccurate blood glucose result of ¿280 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). The reporter indicated that also on (B)(6) 2015 at 8:00am, the patient administered 6 units of humalog mix 25 insulin and that at 8:15am he consumed a bowl of cereal. She reported that at 8:25am the patient developed hypoglycemic symptoms of ¿sweating and shaking¿ and subsequently ¿fainted¿. She also reported that she gave the patient 0.3 litres of cola to drink and contacted the rescue service. She stated that the rescue service took a blood glucose reading at 8:55am and obtained a result of ¿135 mg/dl¿.the reporter indicated that the patient began to feel better at 9:35am, and that at 9:45am she took a reading with the subject meter and obtained a result of ¿295 mg/dl.¿ during troubleshooting, the csr established that subject meter was set to the correct unit of measure. However, the reporter did not have testing supplies available, so it was not possible to conduct a control solution test. Replacement products were sent to the patient. This complaint is being reported because the reporter claims that the patient obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.